Manufacturer narrative:
The hba1c reagent lot number was 794058. The expiration date was not provided. The qc was within the assigned ranges. The field service engineer found that the diaphragm was cracked. He replaced the vacuum diaphragm. He also replaced the tubing as there were kinks in the line. The customer performed qc and it was acceptable. No further issues were reported after the service visit. The root cause was due to a service maintenance issue.

Event description:
We received an allegation about discrepant hba1c results for 1 patient sample tested on a cobas c513 analyzer. Initial result: 7.5%. The physician questioned the initial result and the sample was then repeated on (B)(6) 2025. Repeat result: 6.9%. The repeat result was deemed to be correct. Reportedly, an amended report with the correct result was issued.